Event description:
A malfunction alarm with code malf 0 was reported, but there were no adverse effects on the customer¿s blood glucose level. Technical support provided instructions on how to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared.